Event description:
It was reported a spectrum pump had door not fully latched alarms. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported door not fully latched alarms were confirmed and reproduced during the device evaluation after loading a set and closing the door. This condition was determined to have been caused by a loose upper link screw. The link screws were replaced.